Event description:
It was reported by service report that a load cell field action was performed for the foot only. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footend load cell.